Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The biphasic pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not verified nor duplicated. The board passed functional testing with no service errors.

Event description:
It was reported by the customer that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There was no pt use associated with the reported event.